Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and non-calcified proximal right coronary artery. A 28 x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.